Event description:
The reporter stated that the set did not infuse during administration of 250 cc sodium chloride with 50 units regular insulin. The pt was transferred from recovery. The blood glucose was 107. The blood glucose increased to 228, then dropped to 182. The nurse noted that the volume in the drip chamber had not changed. The pump and set were replaced and the pt's blood glucose became stable.